Event description:
It was reported that surgeon took part in a reunite resorbable pin post market survey reporting forty to fifty procedures with the implant within the last three years, including first metatarsal osteotomy, metatarsal fracture repair, and tailor's bunion repair. Surgeon has reported no recent complications, but has reported two implant rejections, three implant removals, three implant failures, and two revisions within the last ten years.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).